Event description:
It was reported by a physician that an implantable cardioverter defibrillator (ICD) went into backup vvi mode following a magnetic resonance imaging (MRI) procedure. The physician was unsure whether the ICD had been appropriately programmed to MRI mode prior to the scan. A device reset or download was anticipated. Further information was requested but not available.

Manufacturer narrative:
Further information was requested but not available at this time. Product and patient details were not provided by the physician and were not available at this time.